Manufacturer narrative:
Philips service replaced the converter and performed calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy failed due to kv asymmetry caused by an hv cable issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.